Manufacturer narrative:
Device has not been received but is anticipated. A supplemental will be submitted upon completion of the investigation.

Event description:
The customer stated, that the unit was coming up with lead faults on all leads. Multiple cables were tried. No patient involvement.